Event description:
The customer reported an issue with the pump battery, which was not depleting and consistently showed 100% battery power despite alarms indicating otherwise. There was no reported adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.